Event description:
It was reported that the customer's insulin pump reservoir contained air bubbles. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 8 mmol/l at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.